Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
Information from protect IV study: a patient of unknown age and gender received hemodynamic support from an impella cp smartassist heart pump during high-risk percutaneous coronary intervention (hrpci). The day after removal of the impella cp, the patient went into cardiogenic shock. Possible sepsis was suspected due to elevated infection levels (il6). The patient's treatment included: defibrillation and administration of epinephrine to treat asystole, volume administration and administration of dobutamine and norepinephrine to treat hypotension, transfusion of two units of packed red blood cells to treat low hemoglobin, insertion of a temporary cardiac pacemaker (ICD/crt). , dialysis due to liver and kidney failure, cardiopulmonary resuscitation and intubation due to asystole, administration of a dose of vancomycin and antibiotics with tazobac. The hospital stay was prolonged due to the complications. Disseminated intravascular coagulopathy caused occlusion of the visceral arteries and femoral arteries, for which no intervention was planned. The patient died on the same day.

Manufacturer narrative:
The investigation into the infection/sepsis has been completed since the original report was filed. The device was not returned for investigation. Because no evidence has been provided and device was not returned, the root cause of the infection cannot be determined.